Manufacturer narrative:
B3: Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain during the spinal cord stimulation (SCS) trial implant procedure, resulting in the procedure being aborted. The location of the device is unknown.